Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient received insulin flow blocked alarm and the blood glucose level went over 300 mg/dl, which they tried to treat with an injection. No further information available.